Event description:
Info rec'd indicates the brake is not holding.

Manufacturer narrative:
The technician found two brake casters and four caster supports were damaged. The technician replaced the casters and the supports to repair the bed.